Event description:
Allegedly this patient was revised (right). New information was received (02/14/2017): previously she was a conserve right hip scheduled revision claim. We have updated her to a conserve right hip 8+ year revision claim. Her implant date is (B)(6) 2006 and her revision date is (B)(6) 2017.